Manufacturer narrative:
The device was returned to olympus for inspection a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope had corrosion was present on the distal end, and the forceps cannot be inserted smoothly. There were no reports of patient involvement.